Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range shock impedance measurements between 63 ohms and 125 ohms over the past year. No noise was observed upon review of stored events, and all other lead trends are stable. Technical services (ts) indicated that an assessment of lead integrity should be performed in the clinic to determine the cause of the intermittent shock impedance observation. Troubleshooting recommendations were provided. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. The clinic has not been able to determine the cause for the high shock impedance measurements. The plan is to investigate further when the patient attends the next in-clinic follow up. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range shock impedance measurements between 63 ohms and 125 ohms over the past year. No noise was observed upon review of stored events, and all other lead trends are stable. Technical services (ts) indicated that an assessment of lead integrity should be performed in the clinic to determine the cause of the intermittent shock impedance observation. Troubleshooting recommendations were provided. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.